Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, and h6.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable before during and post procedure.

Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed low pacing impedance and over-sensed noise exhibited by the right ventricular lead. Noise had resulted in pacing inhibition and caused the patient dizziness. No interventions were made. The patient was stable.